Manufacturer narrative:
(B) (4). The ge service rep found the dc power line lower than the normal test point voltage. He checked the connector and reconnected it. The system operates as intended.

Event description:
The customer reported that the system did not boot up, the monitor did not display an image, and the laser did not turn on. A reboot corrected the no boot problem but not the laser problem. No pt injury was reported.